Event description:
Major pump unit(s) involved: device thrombosis specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: device thrombosis; large thrombus in the pump motor area. Specific component(s) involved: pump drive unit malfunction; clot lodged on the device before the spinning pump but past the inflow valve. Intervention(s): replacement of pump; type: lvad.